Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of component damage ¿ leak was confirmed upon inspection of the sample photo. Analysis of the sample photo showed that there were cracks on the sample in the photo. Bd determined that the cause of the failure was likely attributed to use error. The major contributor to leakage is the occurrence of cracks in the product. The appearance of cracks is typical for when the product has been used together with a lubrication solution or infusion with high ph-value. These solutions can release internal stresses in the product, resulting in cracks if excessive force is used when connecting and using the product for more than 24 hours. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h.10

Event description:
It was reported while using bd connecta¿ stopcock leakage occurred from cracks. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the ICU on (B)(6) 2023 at 01:27, with the diagnosis of "extremely severe head injury". After admission, anti-inflammatory, fluid replacement, dehydration and intracranial pressure reduction treatments were given. On june 26, 2023, the nurse underwent routine daily replacement of the three-way switch. After connecting a new three-way switch, it was found that there was leakage at the spiral interface of the switch. Upon examination, cracks were found at the spiral interface of the three-way switch, which may pose a risk of infection. The nurse immediately replaced the three-way switch and continued relevant treatment.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd connecta¿ stopcock leakage occurred from cracks. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the ICU on (B)(6) 2023 at 01:27, with the diagnosis of "extremely severe head injury". After admission, anti-inflammatory, fluid replacement, dehydration and intracranial pressure reduction treatments were given. On (B)(6) 2023, the nurse underwent routine daily replacement of the three-way switch. After connecting a new three-way switch, it was found that there was leakage at the spiral interface of the switch. Upon examination, cracks were found at the spiral interface of the three-way switch, which may pose a risk of infection. The nurse immediately replaced the three-way switch and continued relevant treatment.